Event description:
It was reported that during an arthroscopic procedure, the unit appeared to not be functioning as intended and the head of the unit came off. It was further reported that the pt was not harmed. It was further reported that it was visible when the tip separated from the wand. Further the dr was able to carefully remove it.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.